Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. There was no beep anomaly. They were unable to verify the backlight display on/off anomaly or battery out limit alarm due to the blank display.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's mother stated that the pump was immersed in the pool for about 10 minutes. She stated that the pump was exposed to moisture in the past with no visible moisture in the pump. She stated that the pump was beeping, turning on and off, light going on and off and it alarmed battery out limit. The customer treated manually. She was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.